Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that discordant results were obtained on a patient sample on a dimension vista 1500 system. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided by the customer and the instrument data. The customer investigated this sample and determined that there was a sample mix-up when transferring samples to a short sample container (ssc). The customer stated that the wrong sample was likely run. The event was due to the customer processing the incorrect sample. No system or assay non-conformance was identified in the siemens investigation of the event. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant sodium (na), potassium (k) and carbon dioxide (co2) results were obtained on a patient sample on a dimension vista 1500 system. The results were reported to the physician(s) who questioned the results. The patient's sample was reprocessed and correct results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.